Manufacturer narrative:
The filshie clip was not returned to us distributor (B)(4) or manufacturer (femcare-nikomed ltd) for evaluation. (B)(4) became aware of this event via maude event report (B)(4). This event also reported by femcare-nikomed (B)(4) distributor (B)(4) - report # 1216677-2011-0012. Femcare-nikomed (B)(4). (B)(4). A review of our records shows no reports similar nature to that alleged here.

Event description:
Patient states she had filshie clips implanted on (B)(6) 2007 after the birth of her child. Immediately following the procedure she experienced crushing fatigue, muscle and joint aches and abdominal pain. She continued to live with the pain until a blood clot formed in (B)(6) 2009, at the location of the clip, which traveled to her lung causing a pulmonary embolism. She has been on and off warfarin and has constant pain in both ovaries. She did some research and on (B)(6) 2011 had the filshie clips removed.